Manufacturer narrative:
An event of a valve-in-valve being performed to replace a trifecta or trifecta gt valve was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on an unknown date a trifecta gt or a trifecta valve was implanted. On an unknown date a valve in valve was performed due to structural valve degeneration (svd). Patient status is unknown. Additional information was request but cannot be obtained. Manufacturer report number: 3008452825-2021-00260, 3014918977-2021-00016.